Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Urethral atrophy, urethral stricture, tissue erosion and recurrent incontinence are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The reported patient symptoms of erosion, extrusion, atrophy, urethral stricture and urinary incontinence are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with urinary incontinence. A cystoscopy was performed, and the physician confirmed that the cuff had fully eroded through the urethra due to a previous stricture and urethroplasty. It was also reported that the erosion was suspected to be secondary to tissue atrophy. The cuff was successfully removed, while the balloon and pump were retained with a tubing plug. The urethra was repaired, and no additional patient complications were reported.